Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h3, h6, h11 the device was returned, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, device was inspected and the clip from the distal end was missing and not returned, therefore the device could not be tested. However, the most probable cause of the complaint is: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic colonoscopy the clip wouldn't release from the sheath outside the scope tip, leading to three unsuccessful clip changes. The bleeding eventually stopped on its own without any clip being used. No harm reported.